Manufacturer narrative:
Updated information: additional information was provided which states that the device was successfully repositioned. Also additional information was received that reducing the p-level hemolysis was resolved. Therefore this issue has been reassessed as not reportable and no further reports will be forthcoming from MFR report number 1220648-2026-08606.

Event description:
The field representative responded that the issue resolved with decrease in impella performance level (p-level). A week after the reported event, a decision was made to withdraw care. The patient subsequently expired. The death is conservatively being reported; however, the outcome is most consistent with the patient¿s underlying acute myocardial infarction complicated by cardiogenic shock (society for cardiovascular angiography and interventions [scai] stage d), reflecting severe myocardial dysfunction, reduced cardiac output, and progressive hemodynamic instability despite mechanical circulatory support. The need for escalation to extracorporeal membrane oxygenation (ECMO) further indicates advanced circulatory failure and refractory shock physiology.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.